Manufacturer narrative:
7/24/1998: h6 - final device analysis revealed motor stall due to gear corrosion.

Event description:
Explanted device returned with comment that it was "not infusing drug". Device is in analysis as of the date of this report.